Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the drawer failed.The customer tried to recover the drawer, but the issue persisted.The customer stated that this malfunction caused a delay in dispensing medication to patients.As per part investigation, it was determined that thermal damage to the ASSY CBL PYXIBUS 6 DRAWER (PN 120547-01).There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 21-APR-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. 04/21/2022.PART ANALYSIS: The reported condition of Whole drawer is failing was confirmed during field service engineer (FSE) testing and subsequently confirmed in the DCHU inspection process. According to work order #(b)(4) the FSE reported that when going to site no failures were on screen. Customer stated 1.2 would fail intermittently and then recover after reboot. The FSE went to back panel and saw a pinch in Pyxibus cable that connects to all drawers. Then, the FSE turned off machine and replaced Pyxis bus cable. Finally, the FSE went to HTA, completed final test on 1.2 and customer was able to inventory count items in application. The report was closed. During DCHU Visual Inspection: PN 120547-01: The ASSY CBL PYXIBUS 6 DRAWER was received with exposed copper strands and burn marks. During DCHU Testing: PN 120547-01: The testing from DCHU was not required due to the exposed copper strands and black marks in the cable, rendering the component unsuitable for functional evaluation. The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE: The root cause of the original issue, described as whole drawer is failing, was due to a thermal damage to the ASSY CBL PYXIBUS 6 DRAWER (PN 120547-01). The damage compromised the cable insulation, resulting in exposed bare wire, which caused intermittent system communication failures.